Event description:
It was reported that the battery failed to charge after it was installed into a v60 ventilator which was plugged into an ac outlet for two days to charge the battery. There was no pt involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a follow up report will be sent to the FDA.